Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the rear therapy electrodes. The patient's doctor recommended that an unknown cream be applied to the irritation. The patient's wife reported that the irritation was improving with the use of the cream.